Event description:
During evaluation of a returned spectrum pump, the device had an improper shutdown. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device was received for evaluation. Functional testing was performed and identified that the device alarmed improper shutdown. A review of the event history log revealed "improper shutdown! " messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the dried liquid substance on the back flex battery contact pin. The back flex battery contact pin required to be cleaned to address this issue. Should additional relevant information become available, a supplemental report will be submitted.